Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that an unknown stent was placed in the vessel. An attempt was made to place the vision stent distal to this stent; however, the vision would not cross the stent. An attempt was made to retract the vision; however, it became stuck on the proximal part of the previously placed stent and dislodged, remaining stuck on the stent. Attempts were made to remove the dislodged vision stent using both the snare and then a balloon; however, the stent remained stuck on the other stent. The patient was sent to surgery for removal. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the attempt to cross a previously deployed stent may have contributed to the failure to cross. Dislodgement can be affected by numerous factors. The IFU states: "when treating multiple lesions, the distal lesion should be initially stented. Stenting in this order obviates the need to cross the proximal stent and reduces the chances for dislodging the proximal stent". The difficulty to remove is related to the stent being stuck to the other stent. The patient effects of additional treatment and foreign body removal are recognized likely patient effects associated with stent dislodgement. The exact cause is unknown.